Event description:
It was reported that this patient's right shoulder was revised approximately 4 years 8 months post op. The patient complained about some mild pain & reduced movement in shoulder. Surgeon suspected implant failure, which was confirmed via CT scan and during removal with a spacer constructed and left in. First stage revision completed with antibacterial spacer used to combat infection and maintain joint space. Patient was last known to be in stable condition following the event. Product not returning: discarded.

Manufacturer narrative:
(D10) concomitant device(s): a10012 - gps implant kit v2, 02000019190; 310-01-50 - equinoxe, humeral head short, 50mm (beta), 5781097; 531-20-00 - shldr gps rvrs drill kit, 5785571; 314-13-33 - equinoxe cage glenoid m, post aug, right, 5937900; 300-10-15 - equinoxe replicator plate 1.5mm o/s, 6049466; 300-20-02 - equinox square torque define screw drive kit, 6159217; 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 6268694; 531-78-20 - shouldr gps hex pins kit, 6304251; 315-35-00 - glnd kwire, 6330390.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The pain and reduced range of motion reported may be the result of the prosthesis fracture and infection as reported. However, this cannot be confirmed as no relevant clinical information, images, or radiographs were provided. The reason for the suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. The product associated with the reported event is within the scope of recall z-1415-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."